Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned for evaluation.

Event description:
Per tm - customer reported a ¿grainy image¿ that continued to get worse as time progressed in the procedure. It looks like there is more white artifact than normal. This resulted in an extra poke for the patient because the needle tip was not visible on the screen.